Manufacturer narrative:
Device evaluation of electrode belt sn 59072874. Has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed testing. The cause for the failure was isolated to an out of tolerance u700 op amp on the distribution node pca. The pins on the u700 op amp were out of tolerance. The root cause for the out of tolerance u700 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving unnecessary arrhythmia alarms.